Event description:
Hospital staff opened packaging on product ref. 6260-9-136 lot mmnwva, and noticed that the inner foam packaging material was stuck to the otter package. At that point he questioned the integrity of the packaging and another femoral head was used in its place.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies.there have been no other events for the lot referenced. The event was confirmed. Visual inspection of the returned indicated the foam was stuck to the inner tyvek lid. The inner tyvek lid had been pulled back, revealing the foam was stuck to the lid. The top surface of the foam was removed from the foam and remained attached to the lid.the root cause was determined to be a known packaging issue. Packaging innovations is aware of this, and has issued a memo.

Event description:
Hospital staff opened packaging on product ref. 6260-9-136 lot mmnwva, and noticed that the inner foam packaging material was stuck to the otter package. At that point he questioned the integrity of the packaging and another femoral head was used in its place.